Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had dislodged and was found to be in the right ventricle. The system was reprogrammed vvi and the ra lead remains in service. No adverse patient effects were reported.